Manufacturer narrative:
The lens was explanted on (B)(6) 2021. The lens was replaced with a longer lens and the problem was resolved. Patient is happy. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.50 diopter into the patients right eye (od) on (B)(6) 2019. The lens was reported as low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.